Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "liner breakage post-op. It was reported that the patient underwent surgery about two months ago to implant the liner, and recently experienced liner breakage. A revision surgery has been performed. The patient is currently under observation in the hospital". The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed the implant fracture in several fragments, confirming the reported event. With the information provided is not possible to determine a specific root cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device 4662837 lot number, and no non-conformances nor manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device 4662837 lot number, and no non-conformances nor manufacturing irregularities were identified. Added: b5

Event description:
Additional information received: the patient underwent total hip arthroplasty in the hospital on (B)(6) 2026 (the specific patient diagnosis and surgical reasons were unknown). 121882748 was implanted during the surgery, the surgical process and postoperative rehabilitation treatment were unknown. On (B)(6) 2026, it was found that the ceramic liner was broken (the specific process was unknown), so the doctor gave the patient a second surgery for revision. The patient was kept in the hospital for observation after surgery. No further details regarding this event were received. No subsequent adverse events were reported.

Event description:
It was reported that the patient underwent surgery about two months ago to implant the liner, and recently experienced liner breakage. A revision surgery has been performed. The patient is currently under observation in the hospital.

Manufacturer narrative:
Product complaint# (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.